Event description:
New information received notes the patient was asymptomatic post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes the pacemaker was explanted on (B)(6) 2021.

Event description:
It was reported a patient's pacemaker presented with premature battery depletion. Intervention discussed but no changes were reported. The patient was stable.